Manufacturer narrative:
E1: initial reporter facility name: (B)(6) d.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient needle sleeve exposed causing leakage. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient needle sleeve exposed causing leakage. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 28-aug-2025 investigation summary "bd received 24 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing/recovery was observed. All customer samples were evaluated by functional testing, and the issue of sleeve side piercing/recovery was observed on three (3) samples. Also, 30 retention samples from bd inventory, were evaluated by functional testing and no issues were observed on any of the tested retained samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing/recovery. Corrective and preventative action has been initiated to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".